Manufacturer narrative:
A ge service representative performed an onsite investigation. An upgrade was performed on the system. The system was tested and found to be working as intended and returned to service.

Event description:
There were no reportsof an injury or death. The fe reported the system intermittently failed to boot up.